Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000160969. It was reported to abbott a patient underwent a lead revision but was experiencing ineffective stimulation. Stimulation was mostly felt in their trunk/rib. The patient underwent a lead revision where the percutaneous lead was explanted and replaced with a paddle lead. There were no complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the leads were explanted replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.